Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with one ecr60d cartridge loaded on the device. The reload was received fully fired and in good visual condition. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no cartridge pan separation was noted during visual inspection. No unusual strange noises were heard during functional testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure on the second firing with a gold reload firing was completed but was slow firing through thick tissue. It made an unusual noise and on the third firing with gold reloads the device started but never fired or cut tissue. They reversed the blade and opened the device and removed it. The blade in the reload appears to have to cut into the cartridge and was off track and had a pan separation. Buttressing material was used. The device was fired over and/or near an existing staple line or clip. There not any difficulty removing the device from the tissue. They patient is stable.